Event description:
Customer called to report the reservoir door fell open and the insulin was injected without knowledge. It was stated that the customer was driving home, blacked out, and ended up in a ditch. It was also stated that the reservoir door was never that loose and that the customer did not want to continue the use of this pump.